Event description:
A (B)(6) male pt contacted zoll customer support to report constant check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (arrhythmia alarms, check belt messages, check te pad messages) has been confirmed. Upon evaluation, there was an open pulse wire between the distribution node (dn) and ECG electrode b. The cause of the alarms is the open pulse wire. The root cause of the open pulse wire cannot be positively identified but is likely excessive force placed on the cable. No adverse event resulted from the open wire. The pt received a replacement electrode belt.